Manufacturer narrative:
(B)(4). Mandatory medwatch form (B)(6) was received.

Event description:
It was reported that the pacemaker dependent patient had syncopal episode and came into emergency room. Oversensing leading to pacing inhibition was noted. It was indicated that the noise and loss of capture was first noted through merlin.net transmission but it was unknown when the issue first began. Patient was scheduled for lead revision and was asymptomatic. Lead was capped and replaced on (B)(6) 2016. No further information was available.